Event description:
The customer reported that "when a nurse from her nicu connected the new carefusion syringe tubing to the new carefusion tri-fuse somehow the two bonded together. They bonded together so tightly that the nurse was unable to disconnect the two and something actually broke as they were trying to force the disconnection." The location of the break was between the main IV tubing set and the trifuse filter line. There was no patient harm or medical intervention. Although requested, no add'l patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for evaluation.